Manufacturer narrative:
No lot number was identified with this complaint; therefore, a lot history review could not be conducted. No sample was received for evaluation; therefore, the condition of product could not be confirmed. Because a sample was not returned and no lot information was provided, the root cause for customer complaint issue cannot be determined. While no sample was returned to confirm the probe did not actuate, an internal investigation has been opened to evaluate trends in probe complaints and to determine if further actions are warranted. Probes are 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).

Event description:
An ophthalmic surgeon reported that actuation failure of the probe occurred. The condition of aspiration was unknown. The procedure was completed after replacing the product with another one. There was no patient harm. The sample is not available for evaluation as it was discarded by the facility.